Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Investigation results summary: the spy discover catheter was not returned as the device was disposed. Therefore, a technical analysis could not be performed. The reported event of spyscope no visualization could not be confirmed due to a lack of evidence. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. The reported event of cancelled rescheduled post sedation and sedation unknown is addressed as adverse event related to procedure since the event was not completed due to the conditions faced during the procedure.

Event description:
It was reported that a spy discover catheter was used during in an endoscopic retrograde cholangiopancreatography (ercp) with spy discover procedure on (B)(6) 2026 for cancer monitoring. In preparation to the procedure, the physician went in percutaneously and advanced a wire. When the physician requested the spy discover, it was connected to the controller, and the light source would not turn on. Despite troubleshooting efforts, scope visualization could not be gained. As there was no backup equipment available, the procedure could not be completed. The procedure was rescheduled and completed successfully on (B)(6) 2026. No patient complications were reported as a result of the event.